Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due a suspected malfunction.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 9.8-10.2cm and 14.7-15.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 14.5-15.5cm from the cut end of the middle segment. The etfe coating was intact at these locations.

Event description:
New information received notes that the patient was in stable condition.